Event description:
On (B)(6) 2014, a patient was treated for common iliac artery pathology with gore® excluder® aaa endoprostheses.on (B)(6) 2014, a thrombotic occlusion of the endoprosthesis in the right leg was discovered.on (B)(6) 2014, two balloon expandable bare metal stents were implanted in each iliac artery leg devices, proximally.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications.conclusion: the gore® excluder® aaa endoprosthesis instructions for use state that adverse events that may occur and require intervention include endoprosthesis occlusions.results: the imaging evaluation stated: images provided do not allow for evaluation in relation to the event.